Event description:
Customer reported that the cartridge did not display correct amounts of insulin even after being changed. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and no additional information regarding the outcome of the event was received.